Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was out camping and experienced feeling drunk, dizzy and was vomiting. The patient had to be picked up by a family friend, and the family friend contacted the emergencies. The patient cant remember the initial treatment given, but was brought to the hospital. On the way to the hospital the sensor got ¿yanked off¿ due to the seatbelt. No blood glucose reading was reported but the patient would have experienced diabetic ketoacidosis. The patient was treated with 3 separate intravenous lines and was given insulin and sodium and potassium due to dehydration. The patient would have experienced loss of consciousness and been in a coma, but it was unknown at what point during the event this occurred. 8 bags of intravenous fluids with sodium and potassium were received. After 4 days the patient ¿woke up¿. The patient reported the event to dexcom on that same day and it was understood they were still at the hospital, but they were processing the discharge papers. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still recovering, and tired from being in a coma. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.